Event description:
It was reported that a cook hemospray kit was used successfully on a case late on friday, (B)(6) 2025. This facility requires the hemospray handle put into a biohazard bag and environmental services will pick it up to dispose of it. Per the IFU, the red knob should be turned to release the co2 after the procedure. The device was put it in the bag without releasing the co2 and it was sent to the scope reprocessing room in the bag and left there until sunday morning, when at 7:05am on (B)(6) 2025, the bag with the handle in it flew across the room off the lower shelf of a metal table and hit a cabinet. No staff were injured. The red knob broke off, from the pressure that built up over approximately 36 hours from when it was placed in the bag without releasing the co2. The incident described is post procedure, so it did not involve patient care.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the user did not deactivate the co2 prior to disposal. The IFU states: "upon completion of procedure, depressurize device by rotating activation knob counterclockwise until co2 cartridge depressurizes completely." If the device is left with the co2 activated for an extended period of time "mechanical creep" of the material is possible resulting in a sudden discharge of co2, damaging the device. This is the most likely cause of the event. The device should not be left under pressure. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that the user did not deactivate the co2 prior to disposal, a cook representative has been in contact with the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.